Event description:
It was reported via clinic notes received that the patient was hospitalized due to status epilepticus on (B)(6) 2006, hospitalized due to pyelonephritis aspiration pneumonia on (B)(6) 2007, and hospitalized due to a urinary tract infection complicated by pneumonia with respiratory failure in (B)(6) 2010. These events have an unknown relationship to vns. Attempts for further information are in progress.